Manufacturer narrative:
A complete analysis could not be performed due to partial lead returned measuring 21.5cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that upon interrogation there were alerts for possible output circuit damage and hv lead impedance too low. Noise was also observed on the ventricular lead, which caused the device to deliver high voltage therapy. The lead was replaced.